Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported during an afib case, the patient suffered a coronary spasm. Caller reported that prior to switching to a farawave catheter for ablation, the patient was treated with nitro glyceride. The caller stated when they started ablating with the farawave catheter, the patient suffered the coronary spasm and the patient was given more nitro glyceride. Caller stated no medical intervention was provided to the patient and their blood pressure returned to normal. Caller reported that this occurred at the end of the procedure. The patient was kept overnight for monitoring. Caller stated before the issue, some ablation was completed on the cti line using the stsf catheter with an ngen generator. Caller could not provide the lot number for the stsf catheter and it is not available to return. Caller reported that the physician pa thought the issue occurred because they didn¿t wait long enough after giving the patient nitro glyceride before they started ablating with the farawave catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).